Event description:
It was reported that a technician trained in the use of the starclose se device achieved arteriotomy closure of the right common femoral artery after a diagnostic procedure. Reportedly, after clip deployment, the device was difficult to remove. In accordance with the instructions for use, the access ports were used to remove the device from the pt's anatomy. The clip from the starclose se deployed in the intended location and achieved hemostasis. No adverse pt effects were reported. Though requested, no additional info was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not provided; therefore, a device history record review could not be performed.